Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by insep latch. A field service engineer replaced the insep latch for the main drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 3 failure. The users were able to get medication from another station, and there was no delay to the patient's workflow, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.